Manufacturer narrative:
Product labeling includes limitations regarding hypertension. This could have been a reason for the result discrepancy. There are no known issues with the complained test strip lot number. Some of the drugs taken by the patient were tested with accu-chek inform ii strips and no interference was observed.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient tested with accu-chek inform ii meter serial number (B)(4). The patient is a brittle diabetic with type 1 diabetes and has a history of severe, erratic blood glucose. The patient is often hyperglycemic in diabetic ketoacidosis. The patient is on dialysis and has a port for dialysis. The patient was admitted to the hospital on (B)(6) 2017 at 18:45 for hypoglycemia. The blood glucose result from the patient at this time was 41 mg/dl. It was not known what treatment was administered to the patient at that time. The patient was in the emergency room for a short time, then was admitted. On (B)(6) 2017 at 5:00 p.m., a capillary sample from the patient was tested on the meter, resulting as 92 mg/dl. On (B)(6) 2017 at 9:37 p.m., a capillary sample from the patient was tested on the meter, resulting as 407 mg/dl. At this time, 14 units of unspecified insulin was administered to the patient. The patient felt fine after receiving the insulin. On (B)(6) 2017 at 12:00 a.m., a capillary sample from the patient was tested on the meter, resulting as 152 mg/dl. On (B)(6) 2017 at 4:00 a.m., the patient was found to be unresponsive. On (B)(6) 2017 at 4:00 a.m., a capillary sample from the patient was tested on the meter, resulting as 73 mg/dl. On (B)(6) 2017 at 4:00 a.m., a sample was collected from the patient for laboratory testing and this sample resulted as < 20 mg/dl when tested with the laboratory method. The staff immediately started an intravenous line on the patient and administered d-5 based on the lack of response of the patient. The patient is currently stable. The patient was not adversely affected as a result of the event. The patient was not in diabetic ketoacidosis at the time of the meter to laboratory result discrepancy. It was not known if the patient had any blood flow issues. Controls were run on the meter within 24 hours of the event and were passing. The patient was in a hospital bed prior to the event and there were no changes in food/drink that the patient consumed prior to the event. The patient has had no changes in normal vitamins and supplements preceding the event. The customer's product was requested for investigation and replacement product was sent to the customer. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The meter was returned for investigation and was tested with a retention battery, retention test strips, and retention controls. It was stated that the returned meter was serial number (B)(4). A clarification of the correct serial number has been requested. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 43 mg/dl,43 mg/dl, and 43 mg/dl, level 2: 298 mg/dl, 298 mg/dl, and 295 mg/dl. All results are within acceptable ranges. There was no information provided that would point to a cause for the result discrepancy.

Manufacturer narrative:
The correct serial number of the returned meter has been confirmed as (B)(4).